Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed a ¿load step malfunction¿ on the reported event date. A review of the pump history indicated multiple ¿loss of prime¿ warnings due to low non-zero force. The pump successfully powered on to the ¿verify¿ screen. The rewind¿ step was successfully performed. The piston was unable to detect the cartridge upon the first ¿load¿ attempt. The force sensor was found to be out of calibration. The pump was opened; contamination was found to the force sensor plate. A flow accuracy test was unable to be performed due to a hairline crack noted to the battery compartment extending from threads down to the case seal. Unrelated to the complaint, the display screen was found to be dim and faded. Also unrelated to the complaint, the keypad cover was found to be peeling off from the bottom up to the down arrow and ok button; the down and ok keypad buttons were found to be intermittently responsive. The keypad was removed; contamination was found under the key¿s contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that his blood glucose (bg) was 125mg/dl at time of the cartridge change. The patient stated that 40 minutes after cartridge change, the pump alarmed with empty cartridge. The patient prepared another two cartridges and pump primed entire cartridge out both times and the patient was not attached at this time. The patient's bg at the time of the call was 88mg/dl. The patient did not report any symptoms. The patient rechecked bg and it was 40mg/dl . Customer support (cs) advised to call 911 he refused and said that his wife will take him to the emergency room as it is faster. Cs advised patient to start drinking juice. The patient was taken to the ER and was treated in the ER from morning til evening. The patient stated that he lost consciousness for a brief period in the ER where his bg was 20mg/dl. The patient was discharged home with alternate insulin delivery plan. His most recent bg was 343mg/dl with no symptoms. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.